Manufacturer narrative:
Received 19 racks and (B)(4) pcs of 454322/b210439j for evaluation. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. The complaint is justified. The blood collection tubes show the following issues: tubes are clotting due to variation of anticoagulant; tubes have low vacuum. Please refer to recall 21-400, res# (B)(4), which was initiated on 8/19/2021.

Manufacturer narrative:
Complaint (B)(4). Samples from the customer were only received and evaluation of retained and customer samples are in progress. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states at least one of their tubes was missing the anticoagulant. Customer states "the main reason was the conflict in patient results. Na levels were run on both tubes and the high pt result tube had a na level of 169 and the normal pt had a na level of 192. Other tubes in the package were checked and they all appeared ok."